Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6) . Problem statement: customer reported complaint regarding a waste leakage without bleach not contained within the instrument manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02feb2020 to 02feb2021. Complaint trend: there are 3 complaints related to the issue of waste leakages; date range from 02feb2020 to 02feb2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage was due to a pinched waste line. The customer reported that they had received a float switch time out error on their instrument and found that sheath pressure regulator was dripping onto the floor outside of the instrument. An fse (field service engineer) was brought onsite and they discovered that the leak was due to a pinched waste tube between the p1 pump and the waste probe. The tubing had been pinched in the door gap near the back of the wetcart and caused waste to build up in the tubes and filters before leaking out. The fse cleaned the waste tubing with pressurized air before replacing the cytometer air filters, restrictor, bubble filter, and some tubing within the wetcart. Finally, they made slight adjustments to the blue laser and tested the instrument. No parts were requested for evaluation as they were non-returnable and were discarded. After the repair the instrument was tested and was performing as expected. Although the leakage of waste has the potential for injury, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The customer confirmed that though patient samples were used, they were not used in¿any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 12sep2006. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii ivd - floatswitch timeout. O problem description: customer received a float switch time out error. She discover that wetcart pressure was ok however the sheath pressure regulator was dripping fluid onto the fans below and out onto the floor. O work performed: wastetube was pinched between p1 pump and wasteprobe in door gap on backside of the wetcart. That caused tubes and filters filled up with waste inside cytometer and between cytometer and wet cart. Clean all tubes with pressure air. Replace air filters in cytometer .replace restrictor. Replace tube in wetcart. Replace bubble filter. Checkup with yellow cab beads, little adjustment on blue laser for best cv. Cst performance test pass. O cause: pinched waste tube. O solution: n/a. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The risks in this document have a severity rating of ¿8¿ using the old rating system. This is equivalent to ¿s2¿ in sop6078-02¿whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.2 decrease in pumping efficiency. No sheath. Potential cause(s)/mechanism(s) of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Severity: 8. Occurrence: 4 . Detection: 1. Rpn: 32. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the waste leakage was due to a pinched waste line. Conclusion: based on the investigation results, the root cause of the waste leakage was due to a pinched waste line. The fse cleaned all the tubes before replacing the air filters, restrictor, bubble filter, and wetcart tubing. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported while using bd facscanto¿ ii waste leaked outside of instrument. There was no user/patient impact. Customer received a float switch time out error. She discover that wetcart pressure was ok however the sheath pressure regulator was dripping fluid onto the fans below and out onto the floor. It was not contained within the instrument, nor mixed with bleach. 1. Was the leak contained within the instrument? 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Waste. 5. What is the source of leak -- waste line or non-waste line? Wasteline. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii waste leaked outside of instrument. There was no user/patient impact. Customer received a float switch time out error. She discover that wetcart pressure was ok however the sheath pressure regulator was dripping fluid onto the fans below and out onto the floor. It was not contained within the instrument, nor mixed with bleach. Was the leak contained within the instrument? Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Wasteline. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.